Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) and rv coil defibrillation impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.